Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Further evaluation of the device discovered that the product was damaged but not broken therefore no serious injury or prior malfunction. This medwatch is being rejected.

Event description:
The spring on the trial broke.